Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120-300 units of insulin during the load sequence. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified [usb malfunction].